Event description:
Corsair pro catheter was inserted into body. Run through wire was inserted into catheter and would not fully go through. Second run through wire was inserted and the same problem occurred.